Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
The patient reported they had gone through withdrawal 4-5 years ago due to low or empty reservoir volume. The patient stated when the medication starts getting older everything starts breaking down for her and the patient starts having withdrawal the intervention, drug or the outcome was not provided. Additional follow up is being conducted if additional information is received a follow-up report will be sent.